Event description:
It was reported that the router broke while cutting on the cranial bone after being removed from pt. It was also reported that there was no pt injury; as the outer was not used on the pt at the time of the break. It was further reported another router was readily available and the procedure was completed successfully.

Manufacturer narrative:
The router subject to this investigation was returned to the MFR for eval, it was visually confirmed the head of the router was broken from the shank. The returned router was measured where possible and all critical specs were met. Lot number info has not been provided to permit further investigation. The root cause is undetermined.